Event description:
The facility?s oncology nurse reported to baxter (B)(4) that a port of a clearlink non-dehp continu-flo solution set that would not flow. The nurse was trying to run a secondary medication. The tubing was changed to resolve the issue. This occurred during patient use, however there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.